Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that the carbon fiber on the stryker leg holder boot was chipping. No patient involvement. Case type: pka. Product evaluation and results: the product was not evaluated as the product was unavailable for inspection. CAPA: 2127499 has been raised for the same. Product history review: review of the device history records indicate 57 devices were manufactured and accepted into final stock on 12-01-2017 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n: 210080, lot: 201743082804 shows 3 additional complaints related to the failure in this investigation. (B)(4). Conclusions: per d03391, preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. H3 other text: product was not available for evaluation.

Event description:
The carbon fiber on the stryker leg holder boot was chipping. No patient involvement. Case type: pka.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The carbon fiber on the stryker leg holder boot was chipping. No patient involvement. Case type: pka.